Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/29/2015 with the following findings: an inexplicable 'power reboot event', which can be indicative of the type of power issue that was reported, was observed in the black box data. The pump powered on with the use of the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The battery compartment was observed to be intact. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.